Manufacturer narrative:
Patient information unknown. Adverse event problem: off-label - acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/2.0/001 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a same size lens implanted horiztonally. Reportedly, "the first ticl is vertical and the second ticl is horizontal" the problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).